Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the ¿down¿ arrow button was responding intermittently for a few months. It was observed that the keypad was torn subsequent to the button issue. No trauma or moisture ingress to the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:the keypad cover was found to be torn over the down arrow button. During testing, the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. The keypad cover was removed and contamination was observed under the up arrow, down arrow and contrast key contacts.